Event description:
A pt has reported a fluid leak at the cassette. It was learned that the pt received one dose of prophylactic antibiotic for this incident. The pt continues to use this product for dialysis without further incident. A sample is available for an eval.

Manufacturer narrative:
Of note: it was learned on (B)(6) 2011 that the pt received prophylactic antibiotics.